Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 136 (mg/dl). It was indicated that the customer would reload a cartridge and resume insulin therapy following the call with tandem technical support.